Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was suffering from low blood glucose because of that customer had loss consciousness and got admitted in hospital. Blood glucose level was 129 mg/dl. Insulin pump received critical pump error alarm and then screen turn off. Customer stated that he put the pump in airplane mode and went for swimming. Customer also stated that insulin pump was not damage. The insulin pump will be returned for analysis.